Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading is 400 mg/dl.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly. There was no blank display noted. All operating currents are within specifications. The unit passed the self-test and displacement test. The unit had minor scratched lcd window, cracked battery tube threads, reservoir tube lip and case at display window corner.